Event description:
Report received from USA stating that end cap of the device is stuck on the hose. It is known that the event did not occur during surgery. However, it is unk if there was pt or user injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).